Event description:
It was reported that during a laparoscopic sleeve gastrectomy, while performing stomach transection, the stapler appeared to fire only two-thirds of the way, the staples on the distal one-third of the reload did not appear to be deployed, the buttress material appeared ripped, and the tissue was not cut the full length of the reload. The sutures securing the buttress material remained intact and uncut. The device was replaced, and a new reload was issued; the procedure was completed by stapling around the malformation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle, (serial# unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and two pictures were available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 1-centimeter (cm) cut line. The distal suture on the anvil and cartridge side were still anchored. The reinforcement material was torn on the cartridge side of the jaws. The reinforcement material was missing on the anvil side of the jaws. For functional testing, the reload was loaded into a medtronic representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, test media was cleanly transected and the distal sutures were released. The reload interlock was tested and found to function properly. It was reported that the stapler appeared to fire only two-thirds of the way, the buttress material appeared ripped, and the staples were sightly malformed in one area where staples stopped firing did fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, while performing stomach transection, the stapler appeared to fire only two-thirds of the way, the staples on the distal one-third of the reload did not appear to be deployed, the buttress material appeared ripped, and the tissue was not cut the full length of the reload. The sutures securing the buttress material remained intact and uncut. It was noted that the staples were sightly malformed in one area where staples stopped firing did fire. The device was replaced, and a new reload was issued; the procedure was completed by stapling around the malformation.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.